Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 seal came partially out of the delivery tube when the device was removed from the loading device. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the loading device and the delivery device was received separate. The tension spring assembly was in the delivery device with the seal hanging. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the failure mode "seal came partially out of the delivery tube when the device was removed from the loading device" is confirmed. A lot history record review was completed and there was no nonconformance for the reported lot. (B)(4).